Event description:
It was reported that on startup, the ventilator generated a technical error alarm indicating an internal communication failure between the control and monitoring printed-circuit (pc) boards. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
Our field service engineer found that the control printed circuit (pc) board was faulty and replaced it according to the recommendations in the service manual. The evaluation of the received device logs confirms several occurrences of the reported technical error code on the reported date of event, during installation. The code indicates a stop of ventilation after a control pc board communication failure with the monitor pc board. A related startup error was also raised once. During laboratory tests with the returned control pc board installed in a reference ventilator, it was found that the returned control pc board was very sensitive to tapping and vibrations. The reported technical error code as well as other codes were generated during the tests. An area around the main integrated circuit (ic) processor also seemed sensitive to cooling. If undisturbed, the returned control pc board worked without issues. If the underlying defect appears during ventilation, ventilation will stop and a technical error will be notified to the user by a generated high priority alarm and the corresponding technical error code. The conclusion is that the returned control pc board was sensitive to tapping and vibrations. Probably, the main processor has a defect or its connections to the printed circuit board were bad, but this has not been established.

Event description:
(B)(4).